Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 implantable tachy lead: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received multiple shocks for rapid atrial fibrillation and that the patient requested the removal of their entire system. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.